Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Subsequently, the customer was hospitalized due to a blood glucose (bg) level of 525 mg/dl and large ketones. Customer was treated with intravenous fluids and insulin, and released from the hospital the following day with no permanent damage. Reportedly, the alarms were cleared and insulin delivery was resumed.